Manufacturer narrative:
Other contact phone number: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported by the customer that the intra-aortic balloon (iab) had a gas loss, restriction failure & failed to calibrate. There was no patient involved.